Manufacturer narrative:
(B)(4). The device (catalog#) is not sold in the us. Similar device/component sold in the us.

Event description:
It was reported that during her shower, that patient had the central line of the catheter split from the tip of the catheter. The patient was agitated the last few days and she applied force on the catheter. Thus, tension was applied to the device. The device was clamped and knotted and then the catheter was replaced.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during her shower, that patient had the central line of the catheter split from the tip of the catheter. The patient was agitated the last few days and she applied force on the catheter. Thus, tension was applied to the device. The device was clamped and knotted and then the catheter was replaced.